Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "intervention required to sustain life- event @ 18:30 - location (B)(4)-patient returned to unit post op, accompanied by anesthesia. Pt noted to be unable to respond - eyes open, tachycardic. Rn noticed that pca dilaudid had been turned off, anesthesia md indicated it had run dry as the pt was extubated. At last reading pca had 73.3 ml remaining & was infusing at 5 ml/hr. Confirmed program: concentration: 0.02mg/ml, rate: 1 mg/hr, bolus: 0.02 mg q 15 minutes, lockout: 4 boluses per hour. Pca now indicates 12.3 ml remaining - IV bag is completely empty. Last reading at 14:42, pt returned from or at 1830 bag empty, rate of 5 ml/hr programed into pump. Sixty one (61) ml remaining at 14:42 should have taken 12.2 hours to infuse. Pump readout indicated only 1 bolus given 14:42 - 18:30. Attending physician notified. Patient emergently intubated. Monitored per ICU routines. Device sequestered and to be given to biomedical department for analysis. Delay in therapy:unknown. Need for medical intervention: yes. Human harm: yes."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: suspected accuracy issue.